Event description:
The ablation catheter was prepped in normal fashion and plugged in to the system, although it would not pop onto the screen and nothing would register. It was un-plugged and plugged back in, and system was shut off and restarted. So, to prevent a delay, they opened a new one and it worked just fine.